Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device was used in surgery for distal femoral fracture on (B)(6) 2016. The surgeon applied a locking compression plate - distal femur (lcp-df) and a cable for osteosynthesis. However even after six months he couldn¿t recognize a process of synostosis. He judged it as pseudoarticulation and performed an operation for pseudoarticulation on (B)(6) 2016. Re-surgery was completed successfully. There is no information available about the patient outcome. There was no surgical prolongation reported. This is report 1 of 2 for com-(B)(4).